Event description:
Nurse reported customer was hospitalized for dka. Nurse called to change basal rate as per md to 0.30 u/h and to set 2.0 bolus. Assisted nurse with resetting time which was incorrect.